Manufacturer narrative:
The delay in reporting resulted from the complaint initially being assessed as not meeting the criteria for reportability. Upon subsequent review, it was determined that the initial assessment was inaccurate, and the event should be classified as reportable. A report is being submitted in accordance with regulatory requirements.

Event description:
The manufacturer received information alleging that during a service evaluation a trilogy 100 ventilator failed a test step related to low flow oxygen. In addition, during testing the a/c power wasn't working and during the test the a/c got burned. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices power supply needs replaced to address the a/c unable to make a connection. It is also noted that the devices active exhalation control valve needs to be replaced to address the test step failure. Additionally, during the service of the device dust contamination was noted on the blower.